Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2 results for 2 patient samples on a cobas 6000 c501 module. The doctor questioned the initial results as they did not meet the patients' clinical pictures which prompted the customer to repeat the samples. For sample 1, the initial phos2 result was 5.83 mmol/l. The repeat result from another analyzer was 0.92 mmol/l. For sample 2, the initial phos2 result was 5.14 mmol/l. The repeat result from another analyzer was 0.75 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 729601. The expiration date was not provided. The field service engineer (fse) increased the gear pump head pressure and replaced the sample probe and rinse tubings. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.